Event description:
During the index procedure the physician used one admiral xtreme pta balloon catheter to treat a lesion located in the popliteal of the right leg. Device was successful. Approximately 12 months post index procedure the patient underwent revascularization of the right sfa/popliteal due to progression of right lower extremity pad. Orbital atherectomy was performed. It is reported that the patient is continuing with treatment. Investigator reported that the event was not related to the study device/procedure.

Manufacturer narrative:
Results: inherent risk of procedure ¿ (revascularization). Conclusions: inherent risk of procedure ¿ (revascularization). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It is reported that approximately 11 months post the index procedure the patient suffered from an embolization event. Embolism was left untreated.

Event description:
It was reported patient was also treated with pta during the revascularisation carried out approximately 12 months post index procedure.